Event description:
It was reported to the manufacturer that a system diagnostic test was performed on the patient's device at an office visit. The programming system did not show that the test was performed when the patient's device history was reviewed. The patient's device programming history was sent to the manufacturer for review and the test was not seen in the diagnostic history of the patient's device.

Manufacturer narrative:
Analysis of programming history.